Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the sureform stapler 60 instrument used with a green reload misfired, and two staples were not formed. The surgeon indicated that the sureform stapler 60 instrument ¿didn¿t event ¿pause for compression.¿¿ it was noted that the reported issue occurred on the specimen side. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the reported product issue and the intervention administered, if any, remains unknown. A review of the stapler logs for the sureform stapler 60 instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the instrument was installed 4 times and fired with 3 reloads (2 green followed by 1 blue). All firings were completed per the logs with no pauses for compression. The first install (green reload used) had 4 incomplete clamps in 5 clamp attempts, but other installs did not have any incomplete clamps. This complaint is being reported due to the following conclusion: it was alleged that staples were malformed with an unknown cause. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. While there was no report of harm or injury to the patient, it is unknown if any medical intervention was administered due to the stapling issue. The reported failure mode could likely cause or contribute to an adverse event if it were to recur.